Manufacturer narrative:
The reported field event of backup operation was confirmed. Analysis of device image found the device went into backup mode due to an anomalous integrated circuit (ic) inside the hybrid. Interrogation of the device revealed the device was above the elective replacement indicator when received. After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The backup operation could not be reproduced.

Manufacturer narrative:
The device was estimated to have been explanted in march 2023. Further information was requested but not received.

Event description:
Additional information was received indicating the device was explanted and replaced to resolve the event. The patient was in stable condition.

Event description:
It was reported that the device was found to be in backup vvi (bvvi) mode. Abbott technical support was contacted and found the cause of the bvvi was due to non-maskable interference (nmi). No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.